Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the guage on the inflation device was not registering atmospheres. No pt injury or complication occurred.